Event description:
It was reported the patient received the following results within 15 minutes: 52 mg/dl and 388 mg/dl. The patient felt dizzy after the 52 mg/dl result and self-treated with glucose tablets.